Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, when the operator inserted his hand in the device, the valve broke. The procedure was completed using another device. No patient consequences reported.

Event description:
It was reported that during a colectomy procedure, when the operator inserted his hand in the device, the valve broke. The procedure was completed using another device. No patient consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. This is a resubmittal of a supplemental medwatch sent on (B)(6) 2013. Additional information: multiple requests for return of device have been made but no device has been returned.